Event description:
Procedure: vats. According to the reporter: after positioning the stapler and pushing the green knob, the surgeon tried to fire, but heard a crack. The sulu was attempted to be opened by pulling the black knob but there was a problem, and it became impossible to further open or close the sulu. The stapler and sulu together with trocar was pulled out of the pt. And the surgeon used a new stapler and sulu which didn't cause any problems. Procedure completed without further complications. They reported the pt was "injured" because a new staple line had to be placed. There was no further damage afterwards. Pt status is good.

Manufacturer narrative:
Date initial report sent: 2/14/2008.